Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized one day after the event onset. The cause was unknown. On an unreported date, the patient began treatment with injection vancomycin (1 gram, frequency and route not reported) and injection amikacin (125 mg, frequency and route not reported) for the peritonitis. It was unknown if the patient had recovered from the event. Action taken with dianeal therapy was not reported. Additional information is not available.